Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was noted that the atrial electrograms (aegm) and ventricular electrograms (vegm) both displayed oversensing of possible noise around the same times on the same day. Follow up was conducted and it was verified that the noise was during an ablation procedure. No reprogramming was completed. The device remains in use. No patient complications have been reported as a result of this event.